Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold f1 25mm ster broke during use. Outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Investigation summary: involved products that broke during use are not available and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1741308). The two unused protaper gold finishing files f1 25mm returned were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received: no patient has been injured as file broke before use in patient mouth. So no surgical treatment required for the event. 3 files are found broken before use on single patient , no multiple patient involved.